Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized a month prior to the call for diabetic ketoacidosis. The customer states that are doing better but they did not provide further information about the hospitalization or what caused the incident. The customer did not return the product back for analysis.